Manufacturer narrative:
Analysis of the catheter (lot # 0211521714) found the catheter body had significant twisting that may have affected infusion and the catheter body had damage to the transition tube. There was significant twisting observed on the catheter segment body 2 and 3. A kink was observed in multiple locations on both segments where the twisting was seen. There was also damage noted on the transitional tubing. The damage was likely due to the significant twisting on the catheter body. Fdc codes have been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, lot# 0211521714, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving lioresal (2000 mcg/ml at a dose of 250 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2016, during a device follow-up, the hcp reported the patient had withdrawal symptoms of more spasticity and stiffness. The patient had no effect anymore from the pump and it was noted they were "really good with the pump." A refill of the pump was performed and there was "much more medication in the pump than they expected." The actual reservoir volume (arv) was greater than the estimated reservoir volume (erv) on the n'vision programmer (8840). A computed tomography (CT) scan and a revision of the catheter occurred to resolve the issue. The catheter revision occurred on (B)(6) 2016. The issue was reported as resolved. Additional surgical intervention details reported the catheter was completely curled up and the connection of the catheter was still on the connection of the pump, but was cut off from the catheter.

Manufacturer narrative:
(B)(4) also applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received. The manufacturer¿s representative did not know what the estimated reservoir volume and actual reservoir volume of the volume discrepancy were.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.